Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered implant 3.25 x 13mm (nt3213) with cover screw, but without packaging was returned for investigation. Visual evaluation of the as returned product, identified damaged external threads most likely from removal process (as mentioned in complaint description, body was pinched with an instrument). Additionally, some damage to the implant internal drive feature, also identified. Functional testing to recreate the reported event could be performed. And cover screw did not assemble with the returned implant. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. X-ray was not provided, but picture image provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2019061447. It was confirmed, that all operations and inspections were execute,d as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted, as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019061447) was performed, for similar event and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur. And the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that half screw inserted. Only half of the cover screw was inserted. Reinserted with other implants. There is no health hazard. Distributor confirm another nt3213 was implanted. This implant was never placed in the mouth. The damage to the threads on the outside of the implant is said to have been damaged when the body was pinched with an instrument.